Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Based on the quality investigation, the rotor assembly and bearings were found to be running rough, which can result in the device overheating. The rotor assembly and bearings were replaced. The drill was repaired and returned to the customer.

Event description:
It was reported that during a surgical procedure, the drill heated up. There was no pt or user injury reported, and no adverse consequences alleged with this event.